Event description:
It was reported when using the bd pyxis medstation es system had failed drawer, preventing user from removing the required medications and causing patient care delays.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the legacy drawer needed to be replaced. A field service engineer done no repair on the device, due to limited parts availability. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation es system had failed drawer, preventing user from removing the required medications and causing patient care delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Retro supplemental h11 verbiage: this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, e3, g1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy drawer needs to be replaced. The field service engineer done no repair on the device due to limited parts availability. The system functioned as intended after the field service engineer troubleshooted the device.